Event description:
The device was used during an unspecified procedure. Reportedly after the specimen pouch was deployed, the device would not retract the pouch. The surgeon manipulated the instrument with another device to retrieve the specimen pouch and its contents.